Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "the lamp would not seat properly" was confirmed; it was determined that the olympus lamp was not installed properly into the heatsink. In addition, the light output was found out of specification and lamp replacement was deemed necessary. The report of "while using the 180 scopes the socket is loose" was not confirmed. The connection when the 180 scope was plugged in functioned as expected. A worn scope socket slider switch was found, causing intermittent use of high intensity mode. Corrosion in the air tubing was also found.

Event description:
A user facility reported to olympus that the lamp would not ignite, the lamp would not seat properly and while using olympus series 180 scopes, the socket was loose. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although an olympus lamp was used, the lamp was not installed correctly by the user. The proper replacement of the lamp is described in the operating instructions. Regarding the other issues identified in the initial report (i.e., lamp out of specification; loose scope socket; worn scope socket slider; corrosion found in the air tubing), per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.